Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 41 mg/dl. The customer was treated with IV vua emergency medical service. Customer was experiencing low blood glucose for 1 day. Customer was wearing the pump during emergency medical service treatment. Customer was advised to monitor blood glucose and contact healthcare provider.